Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Abbvie is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. This is a known potential adverse event addressed in the product labeling.

Event description:
Via social media, a patient reported that a month after being injected with skinvive¿ by juvéderm®, with the caption, ¿don¿t do it, if you have adverse effects, you are on your own, absolutely no information from the company on how to treat the large inflamed bumps, multiple visits to dissolve, steroid injections, and antibiotics. Vanity is not worth what I have been through with absolutely no support from them, just don¿t". It is unknown if the event is ongoing.